Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional this supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated: d4 - lot number, d8, d9, h3, h4, h6, h11 the device was returned to the olympus and the reported failure was confirmed. A device history record (DHR) review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, it was determined the combination part of the syringe, and the live stopper was damaged. Therefore, the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the vizishot 2 flex ebus needle attached to the tip was broken off to the stopcock. There was no report of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was reported the vizishot 2 flex ebus needle attached to the tip was broken off to the stopcock. There was no report of patient harm.